Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 200 units of insulin. Reportedly, the insulin gauge displayed 40 units. Subsequently, the customer did not remove air from the cartridge prior to filling it with insulin. The customer's blood glucose level was 277 mg/dl. Reportedly, a new cartridge was loaded.